Event description:
The italy customer reported "robotic arm lost position, customer noticed two abs dispensed on same slide. Whole slide stained with required ab (cytoplasmic stain) and on one side of the slide also nuclear staining which came from the slide next to it". It was confirmed not all slides were affected and the affected slides were patient slides. The field service engineer (fse) found "liquid on rear part of syringe". The fse repaired the instrument by replacing the syringe which resolved this malfunction. The customer has an alternate instrument to continue staining. The instrument is fully operational, within specification, and ready for use. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.